Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was not confirmed, and a root cause could not be identified. It was probable that ¿internal flooding occurred temporarily due to water-tightness failure caused by damage on rear cover. This likely resulted to temporary communication failure caused temporary b30 error.¿ b30 is an error which occurs due to communication failure between cable and processor. (Instruction manual cv-190 chapter 9 troubleshooting, 9.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found coupler unit is worn out and rattles, due to damage on rear cover water tightness is lost, and due to poor water tightness of camera unit water tightness is lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had a b30 scope communication error message. It is unknown when the issue was found. There were no reports of patient harm.